Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. This complaint is being classified based on the info obtained from lifescan customer service. The lay user/pt contacted lifescan customer service in 2009, alleging that she started to have the sweats 3 days after her one touch ultra stopped powering on. The power issue reportedly first occurred "3 weeks ago." The pt indicated that she went to a low carbohydrate diet and had increased her diabetes medications (unspecified typed/dose) the next day, as a result of the power issue. She denied received any treatment and did not test with any other devices at the time of concern. According to troubleshooting performed by customer service, the power issue was not resolved. It would have been helpful to know how often the pt was testing with the subject meter prior to the power issue, and her normal diabetes medications regimen. It would also be helpful to know the pt's activity level, medications, prior meter readings, health conditions, and food intake prior to developing the symptoms. Based on the provided info at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia 3 days after the power issue began. In addition, the power issue was unresolved with troubleshooting. Replacement products were sent to the pt.